Event description:
Customer reported numerous incidents of leaking with the male luer lock adaptor on this set. Set is used on pts receiving an MRI. Customer reported 5 extension sets are hooked together and the nurse will tighten the connection as much as possible but the connection continues to leak. Pts are receiving propofol treatment with this extension set. No pt injury has been reported at this time. Samples are available for eval. No add'l pt info is available at this time.